Manufacturer narrative:
The initial medwatch was submitted inadvertently. As the report was submitted via mfg report # 3013756811-2026-39064.

Event description:
Pump alarm was reported by vitalaire gmbh in germany, with the issue occurring during the pumping process. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer in attempting to load a new cartridge, but the problem persisted. Consequently, tech support decided to replace the pump, which was under warranty, and instructed the customer to use multiple daily injections as a backup therapy. The customer was advised on how to put the pump in storage mode and return it using a pre-paid label within 10 days.